Event description:
It was reported that the customer's insulin pump alarmed button error. The customer mentioned wearing the insulin pump close to or against the skin. The customer reported damage to a corner of the device's lcd screen. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.